Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced impaired wound healing and wound dehiscence following the device removal. The patient was hospitalized and given antibiotics. There have been no reports of further complications and the patient remains under medical supervision.